Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch regarding the same issue, one of them closed confirmed after analysis. We manufactured and mostly distributed in the market (B)(4) units. There are (B)(4) units in stock blocked in b. Braun surgical's warehouse. We have received 2 closed samples and 2 open samples with needle detached from the thread, and the thread is still wound on the pack. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 0.81 kgf in average and 0.56 kgf in minimum. The results fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). However, taking into account the 2 open samples received with the needle detached from the thread and the thread still wound on the pack, and that there is a previous confirmed complaint regarding the same issue for this code-batch, we will consider this complaint as confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show the needle escaped from the thread. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, considering the open samples received and that there is a previous confirmed complaint, we conclude that the complaint is confirmed as well. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is loose in the package.